Manufacturer narrative:
Additional device product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation (orif) surgery for calcaneus fractures by using the variable angle locking calcaneal plate. During the surgery, front part of the plate protruded from the bone because the plate did not fit the bone shape and a strong tension was probably applied at the time of a surgical suture. Skin necrosis will possibly occur after the surgery. Procedure was successfully completed. No further information is available. Concomitant device reported: screws (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) 2.7mm ti va-lckng calcaneal pl w/tabs medium 64mm left-ster. This is report 1 of 1 for (B)(4).